Event description:
It was reported that the remote transmission showed there was non-sustained tachycardia ventricular (nst) and short vv intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Accumulative of 54 ventricular sensing integrity counts (sic) were recorded; high rate-ns and vt-ns episodes with evidence of lead noise oversensing. During the week ending on (B)(6) 2015, rv capture threshold measured 2.5v and in the last week has measured between 2-2.375v. Rv lead integrity warning occurred on (B)(6) 2014 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.